Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 434 mg/dl while wearing the pod between 36 and 48 hours. The patient reported cannula being bent while wearing it on the leg. For treatment, the patient changed out the pod for a new pod. The ketones were positive.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. A leak test found no signs of leakage in the fluid path. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. No evidence was found that would result in skin irritation occurring at the infusion site; a root cause for the reported event could not be determined.